Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) and potassium (k) results for one pt sample. The erroneous results were reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the operator noticed low anion gaps. The system was recalibrated and the results were repeated. The repeated results were higher. An amended report was issued. The system is calibrated every 24 hrs and a quality control (qc) is run every 8 hrs. On the date of the event, the qc was within the lab's established ranges.

Manufacturer narrative:
The customer evaluated the system while on the telephone with customer service. Following instructions from the customer service agent, the customer replaced the na electrode and the k electrode tip. As of (B)(4) 2010, there were no further calls to hotline for ise problems. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 2 of 3 reported by this customer.